Manufacturer narrative:
(B)(4). Batch # n5485g. The analysis results of the ec60a device was received with the articulation mechanism damaged. A gst60w cartridge reload was received loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an abdominoperineal resection procedure, the articulation was not staying in place. Eventually the articulation held in place and the device was closed on tissue with a white reload and would not fire. The knife reverse was tried and the surgeon tried squeezing the handle more while releasing, but the device would not open. A 45 millimeter endocutter was pulled and used to resect the tissue adjacent to where the device was clamped in order to remove the device and continue the case. The device was cut off tissue and set aside. At the back table, the device was eventually opened. There was no change to the perioperative care of the patient reported. There was no harm to the patient and the patient is recovering fine.